Event description:
Consumer states she bought a pack of 8 brush heads for her daughter and her sonic care tooth brushes and when using one for only 2 weeks, the bristles started to come out. She had a mouthful of bristles and they got stuck between her teeth.